Event description:
It was reported that the atrial lead had a high impedance reading in bipolar pacing configuration and was exhibiting noise. The high impedance measurements and noise were not able to be reproduced through serial impedance testing and isometrics. The atrial lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: d334drm implantable cardioverter-defibrillator (B)(6) 2012. (B)(4).